Manufacturer narrative:
The event date, catalog and lot numbers have not been provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, clotting of an unknown avanti sheath introducer was reported. Typically, a saline heparin flush of 2000 units in 1l normal saline is used and would flush q5 min when not in use. No issues have been noticed when using other non-cordis glide sheath substitutes. It is varied between physicians and cannot localize any other reason that it could be happening. The device is expected to be returned for evaluation.

Manufacturer narrative:
As reported, clotting of an unknown avanti sheath introducer was reported. Typically, a saline heparin flush of 2000 units in 1l normal saline is used and would flush q5 min when not in use. No issues have been noticed when using other non-cordis glide sheath substitutes. It is varied between physicians and cannot localize any other reason that it could be happening. The exact event date in unknown. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. As per the sales rep, this was not an issue with a defect of the product. This was likely due to operating issues with heparin or flushing of the sheath. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " thrombosis in device" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Patient specific factors, such as the patient¿s coagulation status or medications, may have contributed to the clot formation. Possible complications include, but are not limited to: abrupt vessel closure, additional intervention, allergic reaction (device, contrast medium and medications), air embolism, infection, intimal tear, hematoma at puncture, hemorrhage, inflammation / infection / sepsis, ischemia, perforation of vessel wall, thrombus formation, peripheral nerve injury, pain, vascular complications (e.g. Intimal tear, dissection, pseudo aneurysm, perforation, rupture, spasm, occlusion). Based on the information available, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, clotting of an unknown avanti sheath introducer was reported. Typically, a saline heparin flush of 2000 units in 1l normal saline is used and would flush q5 min when not in use. No issues have been noticed when using other non-cordis glide sheath substitutes. It is varied between physicians and cannot localize any other reason that it could be happening. The exact event date in unknown. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. As per the sales rep, this was not an issue with a defect of the product. This was likely due to operating issues with heparin or flushing of the sheath.